Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during draw 3 tubes were not filling with a bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes. The following information was provided by the initial reporter, translated from french to english: when sampling blood, several edta tubes do not fill (3 tubes). Blood had to be sampled with a syringe.